Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed angina requiring intervention. The patient presented for the index procedure in (B)(6) 2010 with recurrent chest pain. A 3.0x22mm, 75% stenosis of the mid lad (left anterior descending) was identified. Treatment consisted of direct stenting using a 3.0x24mm taxus liberte stent with 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient returned with chest pain. An 80% in-stent restenosis of the mid lad was identified and treated with placement of a 3.0x8mm ion stent with 9% residual stenosis. The event was reported to be resolved without residual effects.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).